Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent, multiple cartridge not detected notifications on the pump about once a month. The customer reported was able to advance through the load screen after receiving the notification. The customer blood glucose level was not impacted.